Event description:
It was reported via repair work order that the cot was positioned at full height with no patient activity and the foot end dropped by two notches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.